Manufacturer narrative:
During placement of a covered stent to treat a common iliac artery, on withdrawal the balloon loosened at the level of the external iliac artery before arriving in the introducer. Surgery was necessary to recover the 59mm balloon in the artery. There were no clinical consequences for the patient as a result of this event. Multiple questions were asked to aid in the investigation, but no answers were received. The device has not yet been returned. Without the device in question or images the complaint cannot be confirmed. A review of the device history records associated with this manufacturing lot of catheter was also conducted. This review was conducted down to the level to where the balloon and catheter shaft are extruded. The review was not able to identify any anomalies or non-conformance that would have affected the product quality. All quality inspection criteria were met, and all performance requirements were also met. The historical review identified that there have been complaints reported where either the balloon or the catheter shaft had separated at the location of the proximal balloon weld. Many of these cases were determined to be the result of inadequate deflation of the balloon prior to withdrawal (e.g. Inadequate time allowed, or not visualizing full deflation of the balloon under fluoroscopy). When the balloon is not allowed sufficient time to deflate, and the catheter is attempted to be withdrawn back into the introducer the fluid still remaining in the balloon gets pushed into the distal end of the balloon creating a bolus of fluid that acts like a plug at the end of the introducer sheath. If too much force is applied to the catheter, the balloon and/or catheter shaft area beneath the balloon can be separated from the main catheter shaft. Without the device in question the specific cause cannot be confirmed. However, it is likely that the balloon was not allowed sufficient time to deflate prior to attempting to withdraw the catheter back through the sheath. A field safety corrective action (fsca) 3011175548-02/25/2022-001-c (ous) was implemented in q1 2022 in regards to the component separation failure mode. The corrective action plan involved an initial field safety notification letter, interim supplemental labeling, and an update to the instructions for use. The provided information emphasized the importance of ensuring full deflation of the balloon, including visual verification of full deflation via fluoroscopy before attempting to withdraw the delivery system. The information also included the following caution: ¿caution: do not force withdrawal of the delivery system if resistance is encountered. Forcing withdrawal may result in damage to the delivery system, including separation of the balloon or catheter hub from the delivery catheter. If unable to fully deflate the balloon or resistance is encountered, remove the delivery system and introducer sheath/guiding catheter as one unit.¿ the particular advanta v12 device involved in the reported complaint was distributed after the initiation of the field correction, and thus supplied with the supplemental labeling (implemented (B)(6) 2022). This product was released on the 26 july 2022. The historical review identified that there have been other complaints reported where either the balloon or the catheter shaft had separated at the location of the proximal balloon weld. Many of these cases are associated with CAPA 429004 and were determined to be the result of inadequate deflation of the balloon prior to withdrawal (e.g. Inadequate time allowed, or not visualizing full deflation of the balloon under fluoroscopy). As the claim was that the balloon became detached from the catheter, it is likely that the balloon was not allowed sufficient time to deflate prior to attempting to withdraw the catheter back through the sheath. As such, it is likely that this complaint is related to the same root cause as CAPA 429004. Therefore, the most likely root cause assigned to this complaint is user error. Regardless of the information provided in the fsca, the IFU that was provided with the subject advanta v12 device (aw011568) provided clear information in regard to warning/instruction not to force passage or withdrawal of the catheter if resistance was encountered. In this regard enough force was likely applied to separate the balloon from the catheter shaft. There is also adequate information in regards to the need for full deflation of the balloon prior to withdrawing the device back through the introducer sheath, as the IFU instructs the user to visually verify full deflation of the balloon via fluoroscopy before proceed to withdrawal. If the balloon is fully deflated, there would be no expected resistance when attempting to withdraw the balloon back through the sheath. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate. H3 other text : device not returned.

Event description:
N/a.

Manufacturer narrative:
Investigation: during placement of a covered stent to treat a common iliac artery, on withdrawal the balloon loosened at the level of the external iliac artery before arriving in the introducer. Surgery was necessary to recover the 59mm balloon in the artery. There were no clinical consequences for the patient as a result of this event. The device in question was returned and evaluated to determine the cause of the complaint. Upon opening the packaging of the returned device it was clear that the balloon had been separated from the catheter shaft at the location of the center of the proximal balloon weld. The shaft and weld at this location had been stretched down to a smaller diameter prior to breaking due to the force imparted during the attempted withdrawal of the balloon. The manifold of the catheter had also been detached from the catheter shaft. The shaft at the proximal end of the catheter had also been stretched to a smaller diameter prior to breaking within the manifold at the location where the adhesive bond ends and the catheter shaft intersect. The adhesive bond was fully intact. The balloon of the retuned device was evaluated. The distal end of the balloon did not appear to enter the introducer sheath that was used in the case; the introducer sheath was not returned. There appears to have been a bolus of fluid at the distal end of the balloon that likely prevented the balloon from entering the introducer sheath upon deflation and withdrawal of the balloon. An image of the balloon shows this and is attached to the complaint file. For the distal balloon to be in this condition it is likely that there was still contrast in the balloon prior to the attempted withdrawal of the balloon. When the balloon is not fully deflated and attempted to be withdrawn back through the sheath, the remaining fluid in the balloon gets pushed into the distal end of the balloon and creates a ball preventing the balloon from completely entering into the sheath. To determine if the balloon was leaking that may have prohibited the balloon from fully deflating a toughy borst adapter was placed over the small portion of the remaining proximal balloon weld and the distal tip clamped. A 20cc syringe was used to pressurize the balloon enough to open the balloon fully. Once inflated the proximal weld was also clamped off. Firm finger pressure was applied to the center of the balloon and there were no leaks identified. A review of the inflation skive holes under the balloon show that both skives were present and patent. The skives under the balloon allow the fluid to enter and exit the catheter shaft. The skives in the inflation manifold that was detached were also evaluated. Both corresponding skive holes were present and were patent and had no adhesive near the skive holes from the manifold bonding process. Based on the device evaluation and investigation, the detachment of the balloon has been confirmed, however there is no evidence that the product was manufactured improperly. Multiple questions were asked to aid in the investigation and were received seven weeks after the questions were asked. The additional details received indicate that the device in question was the second device deployed and the last device to be attempted to be withdrawn back through the introducer sheath. When the second balloon was removed, it became lodged and detached from the catheter shaft at the distal end of the introducer sheath. The details provided in response to the question about the deflation time allowed for the balloon to deflate was ¿the deflation time of the balloon is that necessary so that there is no longer any liquid which rises in the syringe at the permanent aspiration, and also the finding on fluoroscopy of the absence of contrast residues in the syringe¿. No supportive evidence was provided to show that the balloon had been fully deflated and visualized using fluoroscopic imaging. However, based on the condition of the returned balloon which showed a bolus to the balloon at the distal end, indicating that the balloon was not fully deflated. It was also mentioned that ¿the resistance was perceived during the engagement of the balloon inside the introducer¿ and ¿the catheter was removed slowly to avoid snagging at the level of the previously placed stent¿. In this regard, the instructions for use and supplemental instructions for use specify the following: caution: do not force withdrawal of the delivery system if resistance is encountered. Forcing withdrawal may result in damage to the delivery system, including separation of the balloon or catheter hub from the delivery catheter. If unable to fully deflate the balloon or resistance is encountered, remove the delivery system and introducer sheath/guiding catheter as one unit.¿ a review of the device history records associated with this manufacturing lot of catheter was also conducted. This review was conducted down to the level to where the balloon and catheter shaft are extruded. The review was not able to identify any anomalies or non-conformance that would have affected the product quality. All quality inspection criteria were met and all performance requirements were also met. The historical review identified that there have been complaints reported where either the balloon or the catheter shaft had separated at the location of the proximal balloon weld. Many of these cases were determined to be the result of inadequate deflation of the balloon prior to withdrawal (e.g. Inadequate time allowed, or not visualizing full deflation of the balloon under fluoroscopy). When the balloon is not allowed sufficient time to deflate, and the catheter is attempted to be withdrawn back into the introducer the fluid still remaining in the balloon gets pushed into the distal end of the balloon creating a bolus of fluid that acts like a plug at the end of the introducer sheath. If too much force is applied to the catheter, the balloon and/or catheter shaft area beneath the balloon can be separated from the main catheter shaft. Based on the returned device investigation this is likely the cause of the balloon and manifold separation. A field safety corrective action (fsca) 3011175548-02/25/2022-001-c (ous) was implemented in q1 2022 in regards to the component separation failure mode. The corrective action plan involved an initial field safety notification letter, interim supplemental labeling, and an update to the instructions for use. The provided information emphasized the importance of ensuring full deflation of the balloon, including visual verification of full deflation via fluoroscopy before attempting to withdraw the delivery system. The information also included the following caution: ¿caution: do not force withdrawal of the delivery system if resistance is encountered. Forcing withdrawal may result in damage to the delivery system, including separation of the balloon or catheter hub from the delivery catheter. If unable to fully deflate the balloon or resistance is encountered, remove the delivery system and introducer sheath/guiding catheter as one unit.¿ the particular advanta v12 device involved in the above complaint was distributed after the initiation of the field correction, and thus supplied with the supplemental labeling (implemented 16-mar-2022). This product was released on the 26 july 2022. Regardless of the information provided in the fsca, the IFU that was provided with the subject advanta v12 device (aw011568) provided clear information in regard to warning/instruction not to force passage or withdrawal of the catheter if resistance was encountered. In this regard enough force was likely applied to separate the balloon from the catheter shaft. There is also adequate information in regard to the need for full deflation of the balloon prior to withdrawing the device back through the introducer sheath, as the IFU instructs the user to visually verify full deflation of the balloon via fluoroscopy before proceed to withdrawal. If the balloon is fully deflated, there would be no unusual expected resistance when attempting to withdraw the balloon back through the sheath. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate.

Event description:
Placement of a covered stent to treat a common iliac artery. After recanalization and predilatation angioplasty, placement of the 2 covered stents overlapping one another over 2 cm extended from the primary iliac to the external iliac artery without particular tortuosity. When the balloon was withdrawn, it loosened at the level of the external iliac artery before arriving in the introducer. Surgical first necessary to recover the 59mm balloon in the artery. No clinical consequences for the patient as a result of this event.

Manufacturer narrative:
Additional information: sections a1, a2, a3, a4, b5, b6, b7 d10, h10, h6 (type of investigation) corrected information: h6 (investigation findings and conclusions). Investigation: during placement of a covered stent to treat a common iliac artery, on withdrawal the balloon loosened at the level of the external iliac artery before arriving in the introducer. Surgery was necessary to recover the 59mm balloon in the artery. There were no clinical consequences for the patient as a result of this event. The additional details received indicate that the device in question was the second device deployed and the last device to be withdrawn back through the introducer sheath. When the second balloon was removed, it became lodged and detached from the catheter shaft at the distal end of the introducer sheath. When questioned about the deflation time allowed for the balloon to deflate the response was ¿the deflation time of the balloon is that necessary so that there is no longer any liquid which rises in the syringe at the permanent aspiration, and also the finding on fluoroscopy of the absence of contrast residues in the syringe¿. Additional details provided indicate that there was no blood in the syringe that would indicate a rupture of the catheter and that the balloon had been visualized to be completely deflated using arteriography imaging. Also mentioned was that ¿the resistance was perceived during the engagement of the balloon inside the introducer¿ and ¿the catheter was removed slowly to avoid snagging at the level of the previously placed stent¿. Without the device in question or images from the procedure, the complaint cannot be confirmed. A review of the device history records associated with this manufacturing lot of catheter was also conducted. This review was conducted down to the level to where the balloon and catheter shaft are extruded. The review was not able to identify any anomalies or non-conformance that would have affected the product quality. All quality inspection criteria were met, and all performance requirements were also met. The historical review identified that there have been complaints reported where either the balloon or the catheter shaft had separated at the location of the proximal balloon weld. Many of these cases were determined to be the result of inadequate deflation of the balloon prior to withdrawal (e.g. Inadequate time allowed, or not visualizing full deflation of the balloon under fluoroscopy). When the balloon is not allowed sufficient time to deflate, and the catheter is attempted to be withdrawn back into the introducer the fluid still remaining in the balloon gets pushed into the distal end of the balloon creating a bolus of fluid that acts like a plug at the end of the introducer sheath. If too much force is applied to the catheter, the balloon and/or catheter shaft area beneath the balloon can be separated from the main catheter shaft. Without the device in question the specific cause cannot be confirmed. A field safety corrective action (fsca) 3011175548-02/25/2022-001-c (ous) was implemented in q1 2022 in regards to the component separation failure mode. The corrective action plan involved an initial field safety notification letter, interim supplemental labeling, and an update to the instructions for use. The provided information emphasized the importance of ensuring full deflation of the balloon, including visual verification of full deflation via fluoroscopy before attempting to withdraw the delivery system. The information also included the following caution: ¿caution: do not force withdrawal of the delivery system if resistance is encountered. Forcing withdrawal may result in damage to the delivery system, including separation of the balloon or catheter hub from the delivery catheter. If unable to fully deflate the balloon or resistance is encountered, remove the delivery system and introducer sheath/guiding catheter as one unit.¿ the particular advanta v12 device involved in the above complaint was distributed after the initiation of the field correction, and thus supplied with the supplemental labeling (implemented (B)(6) 2022). This product was released on the 26 july 2022. Regardless of the information provided in the fsca, the IFU that was provided with the subject advanta v12 device ((B)(6)) provided clear information in regard to warning/instruction not to force passage or withdrawal of the catheter if resistance was encountered. In this regard enough force was likely applied to separate the balloon from the catheter shaft. There is also adequate information in regards to the need for full deflation of the balloon prior to withdrawing the device back through the introducer sheath, as the IFU instructs the user to visually verify full deflation of the balloon via fluoroscopy before proceed to withdrawal. If the balloon is fully deflated, there would be no unusual expected resistance when attempting to withdraw the balloon back through the sheath. As the claim in this complaint was that the balloon became detached from the catheter, it is possible that the balloon was not allowed sufficient time to deflate prior to attempting to withdraw the catheter back through the sheath and removal of the balloon back through the introducer sheath as force after resistance had been met. As such, it is likely that this complaint is related to the same root cause as CAPA 429004. Furthermore, the details indicate that resistance had been met at the location of the distal tip of the introducer sheath and it is possible that the introducer sheath used in the case had been damaged at the distal tip upon removal of the first balloon and when the second balloon was attempted to be withdrawn the tip collapsed in on itself making the distal orifice smaller due to the enfolding of the sheath tip material. However, without the device in question and imaging from the case showing that the balloon was fully deflated as claimed or image of the sheath, the root cause cannot be determined. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate.

Manufacturer narrative:
Corrected information: section e1 - event site address.

Event description:
N/a.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
Placement of a covered stent to treat a common iliac artery. When the balloon was withdrawn, it loosened at the level of the external iliac artery before arriving in the introducer. Surgical first necessary to recover the 59mm balloon in the artery. No clinical consequences for the patient as a result of this event.